Event description:
When ear plugs are compressed for insertion into the ear, the ear plug does not expand back to fit the ear canal. This does not block sound properly. "Please switch back to the ear brand."